Event description:
It was reported that patient, with a known short to shield was listed for transplant as a status ii, was having pump stops with a controller fault. A system controller exchange was performed. The pump was restarted with no new controller fault. The pump reportedly was still stopping occasionally. The patient at the time was on low dose of epinephrine. The patient remained on ungrounded cable. It was unable to send log files on the system controller that had controller fault. Two unshielded patient cables were requested. The patient had a pump exchange on (B)(6) 2024. They remained intubated, on dual inotropic support, with status 7 on heart transplant waitlist.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed during review of the downloaded log file from the heartmate ii system controller (serial number: (B)(6)). It was noted that when this controller was first attached to power and put into patient use, it appeared that the backup battery was either not installed or fully depleted, which caused a yellow wrench advisory alarm. Due to the internal battery not installed flag, the controller powered on with the default timestamp of (B)(6) 2001. As a result of the clock not being properly synchronized, a yellow wrench alarm was observed to be active throughout the remainder of the data. Abnormal fluctuations in pump speed and alarms were observed while the controller was in patient use; these events were determined to be related to damages found within the returned driveline, which have been described by the investigation of the pump. The returned controller was functionally tested alongside known working test equipment and was found to perform as intended. The root cause of the reported fault was determined to be that the clock was not properly set. The reported event of pump stops could not be correlated to an issue with this controller. The heartmate ii patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook (rev. C, section 4 ¿system monitor¿) describes how to set the system controller¿s clock. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including controller clock not set, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.